Event description:
It was reported that on (B)(6) 2019, post-mitral valve replacement surgery, the patient was transferred to the intensive care unit (ICU). One hour later, "chest drainage was almost 800ml, bloody with blood clots. Even treated with fibrinogen, prothrombin complex, protamine, aminomethylbenzoic acid, etamsylate, vitamin k, 2 u of red blood cell and 200 ml plasma, the patient's central venous pressure increased obviously, but the hypourocrinia, severe metabolic acidosis and electrolyte disturbance emerged. Internal environmental electrolyte disorders was corrected actively. The next day, the patient's bp decreased to 80/50mmhg,the cvp was 15mmhg, the hr was 117 bpm with atrial fibrillation. In total, the chest drainage was 1400ml. The hemoglobin dropped to 5g/dl." The patient then underwent exploratory thoracotomy, where bleeding at the stump of the innominate vein's branch was observed. Post-surgery, the patient recovered well. No additional information is provided.

Manufacturer narrative:
An event of bleeding and atrial fibrillation were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.